Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >300 mg/dl while wearing the pod between 36 and 48 hours in the leg. Symptoms reported include hyperglycemia, nausea, vomiting, ketones and lethargy. It was reported that patient's wbc (white blood cell) count was elevated, but no diagnosis of an infection was given. The patient was treated with IV (intravenous) fluids and an insulin drip. The patient was released in 2 days. The pod was removed at the hospital and discarded. During removal of the pod, the cannula was found to be dislodged.